Event description:
A customer had reported that the laser illuminator function of an ophthalmic operating system had stopped working during surgeries. The laser illumination had become dim and eventually turned off completely during the procedure. This issue had been reproduced across two separate batches of laser lights. Additionally, when the console had been turned on, a system message had appeared indicating that the computer battery was not functioning. The details of the procedure and impact patient impact had not been reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in sections d.9. H.3. H.6. And h.11. The company representative was provided feedback which confirms the issue was with the laser probe (itself) and not the console. Therefore, the request for service was nullified and additional related follow ups were not required. With no additional, related information provided, the reported event was not able to be confirmed. Based on the information obtained, the root cause of the reported event is inconclusive. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.